Event description:
It was reported that the stylet couldn't pass through the lead without difficulty. Several sytlets were used without success. The lead was not used. No patient complications have been reported as a result of this event. It was later reported the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of thelead indicated damage at implant. A new stylet was used for testing. Stylet was fully inserted. A slight resistance was observed during insertion. Lead appears to have been stretched, as indicated by the distorted rv and svc outer coils. The distortion of the coils/lead is likely the cause for the slight resistance when inserting the stylet. (B)(4).